Event description:
A physician reported that a pt soaked her contact lens in clear care disinfecting solution for 1-2 hours, using her own contact lens case, instead of the aocup as required per the instructions for use. The pt experienced immediate pain and superficial punctate keratitis which resolved in 5-7 days. A claim has been made that the solution caused blindness by penetrating the cornea, through the eye and to the retina leading to blindness. The pt has one eye, with a 20 year history of anterior and posterior uveitis, and an intermittent compromised cornea (i.e. Edema). No further info has been made available or is expected.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as permanent decrease in visual acuity." As there was no product returned or lot info provided, no detailed investigation can be performed.